Event description:
The suspect flashcard was sent to the flashcard manufacturer, and an analysis of the flashcard identified that the cause of the flashcard anomaly is associated with a bad (shorted) capacitor. Once the capacitor was replaced with a known good capacitor, no further anomalies were identified. Additionally since the short was a power to ground failure, the current drain from the flashcard would cause the handheld to lockup when the flashcard was inserted.

Event description:
The vns computer and flashcard were returned for analysis. An analysis was performed on the returned computer. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. During the flashcard analysis it was identified that the flashcard was unresponsive and causing the computer to lock-up when it was inserted. The flashcard was sent to the flashcard manufacturer to determine an exact root cause for the anomaly. Once it is determined, an amendment will be added to the analysis identifying the root cause and the results will be reported.

Manufacturer narrative:
Device evaluated by flashcard manufacturer

Event description:
Reporter indicated a dell x50 vns computer screen was not responding to the stylus. The screen lock button was off. A hard reset resolved the issue, but the reporter was not able to advance past the "align screen" prompt.attempts for product return are in progress.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.